Event description:
The physician performed an endovenous ablation procedure on the great saphenous vein of a pt. After the procedure the physician noted a thrombus in the vv calf/thigh area. On the event date, the pt experienced chest pain and was admitted to the ER the following day. The pt was diagnosed with a pulmonary embolism (pe) and was prescribed heparin/warfarin.

Manufacturer narrative:
At the last follow-up the following month, the pt was stable and continues with prescribed warfarin. No device malfunction is associated with this event.